Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will be evaluated. Results are expected soon. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported to the bd tm that the end users are complaining that image quality is poor and they are unable to the needle, causing multiple needle sticks.

Manufacturer narrative:
During evaluation of the sr8 system, the reported issue of poor image quality could not be duplicated. The scanner was evaluated with the model 550 phantom (B)(4) and the image was found to be normal for a sr 8 scanner with the 32 mm probe. The root cause of the reported poor image quality is therefore inconclusive. No other issues were found with the system during repair or qc testing. The system was serviced and returned to the customer. A history review of serial number (B)(4) showed no other similar complaint(s) from this serial number.

Event description:
It was reported to the bd tm that the end users are complaining that image quality is poor and they are unable to the needle, causing multiple needle sticks.